Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. No additional information was provided. Upon follow-up, the customer reported to have been discharged on (b)(64) 2018 and declined to provide further information regarding the event. The customer's physician was fully aware of the situation and had put the customer on a "pump break".